Event description:
Procedure: colectomy. According to the reporter: surgery went well and staple lines appeared fine during the case and prior to closing. Ninety minutes after the pt was moved to pacu. The pt was taken back to the operating room and was immediately opened. The pt was bleeding from the staple line on the ima and lost 4 liters of blood.

Manufacturer narrative:
(B)(4).